Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an intervention procedure, detachment occurred. During use of the atlantis sr pro imaging catheter a piece of the catheter broke off inside the patient. The detached section of the device was not retrieved. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the lot number of the returned device matched the expected lot number. - the tip and imaging window assembly was broken and detached from the device, exposing the imaging core. The tip and imaging window missing section was approximately 6.5 cm long. It was not returned with this device. The catheter was expired when it was used. The imaging core and transducer was completely intact. The broken tip does not appeared brittle when observed during visual analysis. The device was inserted as is into the roller coaster model. During image characterization testing in the roller coaster model, a good square image appeared in the system. No other issues or defects were observed during product analysis of the returned device. The detached and un-retrieved device fragment complaints were confirmed based on the reported event description and condition of the returned device. The most probable root cause has been determined to be use/user error as the subject device was used during the procedure date of (B)(6) 2014, which was after its labeled use by date of 2010-06. (B)(4).

Event description:
It was reported that during an intervention procedure, detachment occurred. During use of the atlantis sr pro imaging catheter a piece of the catheter broke off inside the patient. The detached section of the device was not retrieved. No patient complications were reported.